Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for one patient sample tested for the elecsys ck-mb stat immunoassay (ckmb stat) and the elecsys troponin t hs stat assay (tnthsst) on a cobas e 411 immunoassay analyzer (e411). Of the mentioned tests, the sample had an erroneous tnthsst result. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. Other patient samples tested around the same time of the event had no issues. The affected sample did not contain any visible clots or fibrin strands. The primary tube of the affected sample was initially tested, resulting with a tnthsst value of 32.37 pg/ml accompanied by a data flag. The sample was repeated in a sample cup, resulting as > 10000 pg/ml accompanied by a data flag. The repeat result was comparable to previous results of the patient. No adverse events were alleged to have occurred with the patient. The tnthsst reagent lot number was 17645200, with an expiration date of 31-dec-2017. Quality controls run prior to the event were within range. The calibration was very old as it was last performed on (B)(6) 2017. The clotting time of the sample was too short. The analyzer was checked and no issues were found. Performance testing was performed and was within specifications. The alarm trace showed a sample probe arm error on the date of the event. A specific root cause could not be determined based on the provided information. Possible root causes for this event may be sample quality and insufficient maintenance.